Manufacturer narrative:
Visual inspection of the driver revealed a broken and displaced connection 1 receptacle cable. This is the connection point between the power adaptor and the driver. The cable was no longer attached to the driver housing and was lodged internally inside the housing. As a result of this damage, the driver could not pass the test step portions related to ac power connection and therefore confirmed the customer-reported issue. It is unknown how the connection 1 receptacle cable was damaged, but it is likely the result of either the application of excessive force when connecting the power adaptor to the driver, rough handling, or an impact shock to the driver. After a reliable connection was made with the connector on the connection 1 receptacle cable, freedom driver passed all sections of functional testing. The root cause of the customer-reported issue was determined to be a malfunction of the connection 1 receptacle cable. Syncardia has a corrective and preventive action (CAPA) for the issue of damaged connection 1 receptacle cable connectors. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver did not pass the system check out procedure.